Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 2nd august 2010 and performed self-tests up to the 17th july 2016. An increase in voltage suggests a further pad-pak was installed. The device records manual power ups of 10 minutes duration between the 17th-23rd july 2016. Temperatures are recorded below the recommended minimum temperature. An in range patient impedance was recorded on two occasions with one shock recorded. Investigation found the fault can be attributed to membrane failure due to adverse storage conditions. The fault was witnessed during the investigation. The fault could not be replicated with a anew membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.